Manufacturer narrative:
Result of investigation: service technician was not able to verify customer's reported issue. Ventilator passed 120 hours extended tests at customer settings with no unusual alarms or conditions. Ventilator failed final test at tidal volume & flow performance. Bench testing revealed vhome is out of spec. Performed vhome trim and vent passed tidal volume & flow performance.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The equipment was received in vyaire facility and placed on extended test/run-in. No root cause has been determined at this time since investigation is still ongoing.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 is having continuous low positive end-expiratory pressure (peep) and high peep alarm. All adjustments to the peep alarms have been adjusted with no success. At this time, there is no information regarding patient involvement associated with the reported event.